Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered and pump supplies were changed to address bg level. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.